Manufacturer narrative:
The reported events of high pacing impedance and intermittent capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high pacing impedance at multiple positions. Additionally, the rv lead was intermittently unable to capture. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.